Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that during an attempt to interrogate this implantable cardiac defibrillator (ICD) a error message reading "out of range telemetry noise" appeared. Technical services suggested numerous trouble shooting ideas that the health care provider performed without resolution. A local boston scientific field representative was contacted in an attempt to interrogate the device. Again, the device was unable to be interrogated. It was reported that the patient did not perform scheduled follow ups and that the device was likely in storage mode. Subsequent information indicated that the device was later explanted. There were no additional adverse patient effects reported. A request for the return of the device has been made.